Manufacturer narrative:
No parts were returned to the manufacturer for physical evaluation. The 2008t hemodialysis (hd) machine was evaluated at the facility by the fresenius regional equipment specialist (res). The res found that the smoke originated from the power supply board. On december 2, 2016, a second fresenius res returned to the site and replaced the power supply board. Following the part replacement, the system was restored to full functionality. Functional testing performed by the res confirmed the machine was operating properly. The 2008t hd machine has been returned to service at the user facility without issue. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the material and process controls were within specification. The investigation into the cause of the reported problem was able to confirm the failure mode. A visual examination of the unit confirmed the presence of smoke which emanated from the power supply board. Therefore, the complaint has been deemed confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician at a user facility reported that the power supply of a 2008t hemodialysis (hd) machine began to smoke while the unit was undergoing a heat disinfect cycle. As the unit was in heat disinfect, there was no patient involvement or treatment impacted. The power supply emitted black smoke, but no flames or sparks were observed. Reportedly, at the time of the event, the biomed heard a popping sound and then smelled smoke. The machine was unplugged from the wall and the smoking stopped. There was no damage noted to the power cable or to the wall outlet. The outlet was noted as being hospital grade certified. A fresenius regional equipment specialist (res) performed an on-site evaluation of the unit and found that the smoke originated from the power supply board. On (B)(6) 2016, a second fresenius res returned to the site and replaced the power supply board. Following the part replacement, the system was restored to full functionality. Functional testing performed by the res confirmed the machine was operating properly. The unit has been returned to service at the user facility without a recurrence of the event as reported. The power supply is available to be returned to the manufacturer for evaluation.